Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed evidence of extra force/manipulation probably due to a kink near the distal strain relief, and that the drive cable and imaging window were kinked. Visual and microscopic inspection revealed the sheath was kinked and detached from the telescope section; the drive cable was broken 27 cm from the distal end of the connector shaft; the imaging window was detached near the lap joint section.

Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. After lesion observation was completed, resistance was encountered, and the device could not be removed. After several removal attempts were made, the imaging core was removed, and a wire was inserted and pulled sideways. The distal tip and outer bonding were separated, with the tip remaining in the patient. The tip was retrieved using a snare and the procedure was completed with another of same device. No patient injury was reported.

Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. After lesion observation was completed, resistance was encountered, and the device could not be removed. After several removal attempts were made, the imaging core was removed, and a wire was inserted and pulled sideways. The distal tip and outer bonding were separated, with the tip remaining in the patient. The tip was retrieved using a snare and the procedure was completed with another of same device. No patient injury was reported.